Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair and the length of the gore® excluder® aaa endoprosthesis should be sufficient. Also, IFU states: determine accurate size of anatomy and proper size of endoprostheses.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. After the proximal part of the iliac branch component was deployed in the right common iliac artery, the internal iliac component (hgb161007a/(B)(4)) was placed in the right internal iliac artery. Then the iliac branch component was fully deployed and the ballooning was performed. Procedural angiography revealed that the inferior gluteal artery was covered by the internal iliac component. No treatment was performed for this coverage and the procedure was continued. A trunk-ipsilateral leg component was placed and a contralateral leg component was placed as a bridge device. The procedure was completed without further issues and the patient tolerated the procedure. It was reported that the length of the internal iliac component was a little bit long for the target position.